Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that cone bone was trialed with femoral head and deemed stable. The implant was opened and the cone body and ceramic femoral head were implanted. The range of motion tested was again and found to be a little less stable than the trial. The surgeon removed the ceramic head and trialed again with 7.5 head trial. The range of motion and stability was deemed stable so the 7.5 36mm ceramic head was opened and implanted. The patient closed and sent to recovery in stable condition.